Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the leads would be returned. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0te4m, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs as received. The telemetry was determined to be acceptable. Due to the nature of the complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Analysis of the lead model 3889-28 lot # va0te4m showed the #2 conductor was broken 3.9 cm from the distal end. The #2 circuit was noted as open and no shorts were seen between circuits. The outer insulation was separated at the butt joint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that battery ins 3058 in pocket moved, anything with a combination of 2 was greater than 4000 when checking impedance. Battery site was well above incision site. Patient noticed about 6 weeks ago. Patient denied any falls. Physician and patient have scheduled surgery for (B)(6)2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.